Manufacturer narrative:
This report is submitted on august 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use following implantation in (B)(6) 2017 and it was also reported that multiple open electrodes were noted during activation. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.